Event description:
Patient reported chills and low grade fever immediately after flushing port with heparin. Dose or amount: 500 units; frequency: sash; route: IV. Dates of use: 2008. Diagnosis or reason for use: IV antibiotic administration flush control port. Event abated after use stopped: yes.